Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood and contrast visible in the inflation lumen and guide wire lumen. There was blood visible on the balloon and hub. The stent implant and sheath were not returned. There were crimp marks on the balloon. The balloon was loosely folded. There was a kink in the hypotube, 17.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The outer diameter measurement of the stent implant could not be taken because the stent implant was not returned. The inn diameter measurement of the sheath could not be taken because the sheath was not returned. And attempt was made to pressurize the balloon using a new indeflator filled with water, when fluid leaked out a pinhole rupture in the distal taper, 3 mm distal to the distal edge of the distal marker band. There was a scratch in the balloon proximal and distal to the pinhole. Product performance engineering reviewed the incident information and analysis of the returned rx vision. It was reported that the balloon ruptured at the lesion site at 2 atm, slightly expanding the stent implant. Upon removal of the sds, the stent implant dislodged in the vessel at an unintended site and was then deployed with a balloon dilatation catheter. Analysis of the sds confirmed a pinhole in the distal balloon taper. The pinhole appears to have been initiated from the outside of the balloon scratches noted at the distal and proximal ends of the pinhole. The material was likely weakened by the scratches, leading to the rupture under pressurization. Damage of this type can result from an interaction with patient anatomy and/or interaction with accessories (rhv,gc). It is likely the damage to the balloon occurred during and interaction with the accessories, as no damage was noted during the inspection prior to use and the system was able to be prepped. The dislodged stent was also confirmed. Crimp marks were visible on the balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. The balloon was loosely folded due to the slight expansion of the balloon. The stent implant and sheath were not returned for analysis. Based on the information received, the reported difficulties appear to be related to the operational context of the device. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent; implanted at unintended site. Device issue: dislodged stent. It was reported that there was no resistance felt while advancing the stent delivery system (sds) in the non calcified vessel. The sds balloon was inflated at the lesion; however, the balloon only inflated to 2 atm and would not inflate any further. Negative pressure was applied and the sds was removed from the patient. During removal the slightly expanded stent dislodged in the vessel at an unintended site. A balloon dilation catheter was used to finish deploying the stent in the vessel. The procedure was continued and completed successfully. After removal, the sds balloon was tested and a balloon rupture was noted. No patient effects were reported. No additional event or patient information is available.